Manufacturer narrative:
(B)(4)

Event description:
It was reported when a patient presented to the clinic for a follow-up exam, intermittent undersensing was revealed from a ventricular fibrillation episode. A programming change was made. The patient will continue to be monitored.